Event description:
It was reported that during a procedure (case date and type were not provided), the device showed error message when they tried starting the gas at the beginning of the procedure. They were able to complete the case using a back-up tower, without any patient impact.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: during the manufacturer's technical inspection, the error description provided by the customer, "the device showed error message" could be confirmed. The most probable root cause is a defect of the flow sensors which consequently start the failure message 321 and require a restart of the unit to recalibrate and set the flow sensor accordingly. The defect can be caused by dirt and residues which is kind of normal after that time of use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. This event is filed under internal complaint ID (B)(4).